Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with an left ventricular assist device (lvad) and a cardiac resynchronization therapy defibrillator (crt-d) was presented to the emergency room with reports of shock delivery and of unspecified symptoms. A review of the stored episode identified possible ventricular fibrillation (vf) associated with low amplitude signals. There was evidence of undersensing of unknown duration associated with inappropriate pacing output. Boston scientific technical services (ts) discussed reprogramming of the device ventricular sensitivity setting. Subsequently, the local representative reported that the arrhythmia was terminated with no irreparable injury or complications to the patient. There has been no further ventricular fibrillation (vf) episodes reported.